Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. Pieces of the heat shrink tubing open end are missing. The heat shrink tubing open end wall exhibits signs of melting and char. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap war acceleration lead to the possibility of cap detachment. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the device found that the fiber glass cap is fractured at the uv glue zone. The glass cap distal part is detached and not returned. There were no clinical consequences to the patient.